Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. It was also reported that there was a concern for premature battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. This device remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.